Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). A philips field service engineer (fse) was dispatched to the customer site. The fse verified the issue and recommended the speaker be replaced. The customer has assumed the responsibility to order the part and repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx400 patient monitor indicating that there was a speaker malfunction inop. The device did not produce sound. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.